Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # k90p4j. The analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic colon procedure, the clips aren't formed correctly. They don't have the proper shape. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.